Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 204349 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 204349, test base part number 195-430h/ lot 199120. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 204349 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 - expiration date h3 other text : single-use, device discarded.

Event description:
A parent on behalf of their son reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Repeat testing was performed with a non-abbott test (platform - unknown) on (B)(6) 2023 which generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
A parent on behalf of their son reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2023. Repeat testing was performed with a non-abbott test (platform - unknown) on (B)(6) 2023 which generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.